Manufacturer narrative:
The investigation of the returned coil system found the pusher strain relief damaged, the pusher bodycoil offset/overlapping at the distal section, the hypotube bent at the proximal section, and the implant coil to be separated from the pusher with exposed monofilament; however, no indications of activation using a detachment controller was found on the pusher heater coil. The exposed monofilament was found to have a tensile break shape at the tip, which is consistent with the device experiencing retraction forces that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
A supplemental report is being submitted to report investigation findings, see h11.

Event description:
As reported: the coil was used as a framing coil. While the implant was being repositioned several times, the implant was unintentionally detached. A microcatheter and a distal access catheter were carefully removed from the patient while checking the coil remaining in the catheter, and the entire coil was successfully removed from the patient. The coil was then replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. No patient health damage was reported. Physician¿s comment: the physician was in trouble as the problem occurred in the important situation and thought that the pusher of the larger size of hydro coil is fragile against resistance.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.